Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 2.3 mg/day) via an implantable infusion pump. It was reported that the patient heard a critical alarm sound and saw a code on his ptm which indicated the motor had stalled. Pump interrogation showed that the pump stalled at 08:31 and recovered at 17:09 on (B)(6) 2019. The pump was replaced the same day. The issue was considered resolved. No patient symptoms were reported. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive; no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.